Manufacturer narrative:
The device has been received by baxter and is pending evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Event description:
During service by baxter personnel, it was found that a colleague infusion pump experienced failure code 810:11, during delivery causing an interruption of delivery. There was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently not known.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 810:11 was confirmed during product evaluation. The root cause was a faulty air in line (ail) printed circuit board (pcb). The ail pcb was replaced to correct the reported condition. Additional information: this device is a remediated colleague pump with a user interface module software version of 6.13.90. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.